Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, sensor wire was not attached to the sensor pod nor was sensor wire left in the skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Data from the receiver was provided for investigation on (B)(6) 2014. Data investigation confirmed the reported problem. The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.